Manufacturer narrative:
1. Information concerning patient's age, sex, and medical history was previously provided.2. The facility did not provide an evaluation of the incident.3. Evaluation of the device was previously provided.4. Data was extracted for the period of june 2005 through may 2007. No trend was observed.

Manufacturer narrative:
The reported condition of depleted batteries was confirmed during service and duplicated. The batteries were replaced. Pump powered up normally. All but one battery power bars were filled on power up. After history was downloaded, removed batteries and checked battery voltage. Pump inspected for all wire harnesses, connectors, and printed circuit boards for damage, loose connections or fluid intrusion. None were observed.assignable cause: proper battery maintenance procedures were not followed. The operator continued to run the pump on battery power after battery depleted alarm without recharging batteries for at least 12 hours.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 11, 2007. A request for the return of the device has been made. The device is being shiipped to the baxter pal lab for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a infusion pump with a battery failure during patient infusion. The risk coordinator indicated the patient was admitted through the emergency department (ed) in 2007 with a diagnosis of sepsis. In the ed, the patient became pulse-less, went in to cardiac arrest, coded, and was resuscitated. The patient was receiving dobutamine (dose, rate concentration and volume unknow) and levophed (dose, rate, concentration and volume unknown). The patient was being transported from the radiology, department back to the unit when the pump failed. The nurse noted that the screen was blank approximately 1 minute after detaching the ac cord from the wall. The patient was reportedly unstable at the time of the event. The patient was transported to the ICU on that day and expired on two days later, with co morbid conditions. No autopsy was performed. No cause of death is listed.